Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the pump battery compartment was found to be cracked along the left side of the grip pad. Moisture was observed inside the battery compartment as well as inside the pump. Unrelated to the complaint, the pump display screen was noted to be discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump battery compartment was cracked and moisture was noted inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.